Event description:
Information was received indicating that a smiths medfusion 4000 pump displayed a battery depletion issue. The pump gave low battery alarms and later moved to depleted battery, but the nurse reported that the pump had been plugged in for a while. Biomed reported finding pump battery completely depleted but ac cord tight in back of pump. The pump was used to infuse daunorubicin. There were no adverse events reported.